Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophagogastroduodenoscopy (egd) procedure within the esophagus, performed on (B)(6) 2012. According to the complainant, while attempting to band a grade 4 varix, two of the bands detached from the varix after deployment and were left in the patient to pass naturally. The case was completed with this speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.